Event description:
It was reported that the insulin pump gave an alarm followed by a continuous tone. The battery was replaced, and the numbers started counting on the screen, then the screen went black. No buttons were responding. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen and constant tone due to a faulty component. No alarm was noted.